Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va18zk1, implanted: (B)(6) 2016, product type lead.

Event description:
The manufacturer representative (rep) reported that an electrode impedance test was performed at 1.5v and 360 pulse width, and the results indicated high with greater than 4,000 ohms. It was stated that all unipolar pairs were within normal limits and bipolar pairs showed greater than 4,000 ohms. The physician had taken the lead out twice and both times impedance readings were the same value. It was noted there was no trouble inserting the lead. The rep stated when they test for motor response with the implantable neurostimulator (ins), the patient was getting bellows and toes at 1v. It was further reported that post-operatively, the patient still exhibited impedance on all combinations except those with the case. The physician programmed the patient with the case, -1 for the time being and would check the impedances at the patient's post-operative appointment. It was stated that no cause of the impedance was found. It was noted that all combinations with case positive worked and all without case had 4,000. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va18zk1, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (s/n (B)(4)) found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that patient had painful stim and no symptom control post operation. The change in symptom was considered sudden. The patient had device explanted and replaced on (B)(6) 2016. A normal battery depletion was noted. Patient recovered without sequel.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va18zk1, implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that during the implant procedure impedance was discovered when the implant was interrogated post implant before closing the pocket. The hcp disconnected the lead from the stimulator and cleaned it off and reconnected several times. The pulse width was increased to 300. Technical services shared information regarding the impedance and that the patient had sensory motor response and motor response during the lead placement. The rep stated that based on the details from technical services they thought the impedances might resolve post operatively. The hcp decided to move forward and close. The rep stated the impedances persisted and the rep was able to program around the impedance and the patient went home. It was noted the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.